Event description:
The operator attempted arteriotomy closure with the closer tsl6 fr. Device. Resistance to insertion was encountered. Good marking was obtained. Resistance was encountered to deploying the foot. The foot was parked and the device was retracted and flushed. It was reinserted and resistance to deployment of the foot was again encountered. The operator had difficulty parking the foot. The device was retracted and flushed once again. It was reinserted, deployed and closure was successful. The pt recovered without incident. There was no pt injury, but difficulty in parking the foot of the device has led to the need for intervention in some cases.